Manufacturer narrative:
This follow-up MDR is created to document the conclusion of the evaluation and documentation of the returned device. A titan and two cylinders were received for evaluation. Examination and testing of the returned components revealed a separation in the serialized exhaust tube of the pump. A small area of abrasion is noted adjacent to the separation, indicating the tube had creased onto itself. Testing revealed this to be a site of leakage. Partial separations are noted within areas of abrasion on the other exhaust tube and also on the inlet tube of the pump. Testing revealed these to not be sites of leakage. No functional abnormalities were noted with either cylinder. Based on previous quality examination of the returned product, quality concluded that the abrasion mark noted on the exhaust tubes indicated they had overlapped and abraded against one another while in-vivo. This then most likely caused the serialized exhaust tube to be kinked backwards onto itself, resulting in a separation in the tubing. A separation of this type would then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database revealed no trends for this lot. Review of nonconforming reports revealed no nonconformances for this lot. No capas are associated with this lot.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, tubing break clear at pump.